Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified one curved opening, fold creases, white particles in device inner surface, and wear abrasion. A microscopic analysis and leak test were performed which identified one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one striated opening in the side radius assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and valve leak and/or damage.

Event description:
Healthcare professional reported left side deflation. Additionally, healthcare professional reported "valvular leak." Device has been explanted.